Event description:
The customer reported that during a "splld" check, summit sample handler did not aspirate the correct amount in position 9 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 98-00270-01. This report is beyond the 30-day reporting requirement. A review of files indicated that this event was overlooked and not sent in 1998.